Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for 'pacemaker malfunction and unable to be reprogrammed'. There was also an allegation of premature battery depletion. Implant date-1/25/96 explant date-6/29/96